Event description:
Information was received from the health care professional via a manufacturing representative in (B)(6) regarding a catheter access port (cap) needle. The event did not involve a patient. The event date was unable to be obtained. It was reported that the doctor found puncturing of the cap of the synchromed ii pump a difficult procedure, in thin as well as obese patients. The doctor stated that because of the tapered design it's extremely difficult to get the cap needle in the site port. To go through the membrane you have to exert pressure, which implies that the needle bends easily and the tip is crooked. In addition, the needle becomes easily clogged during insertion. This was reported as a general observation and it's not possible to determine how often this had happened. The doctor wanted to express his concern via this report and had an idea on how medtronic could improve this. An example of how this design could be improved was enclosed. Most of the time, the interventions/actions taken was the use of x-ray to perform the cap procedure which takes extra time and staffing and was not an optimal solution it was noted that the product would not be returned as it was lost. At the time of this report, the issue was not resolved.